Manufacturer narrative:
Investigation description. Complaint was confirmed and duplicated. Alert 65 was annunciated and no audible sound was being emitted after adjusting volume. A known-good speaker was installed, and the alert was not cleared. The cause for the issue was determined to be a mainboard issue, which will need to be replaced.

Event description:
It was reported that the ilet displayed alert 65 indicating the audio alarm was not audible, which persisted after a guided restart and required device replacement; insulin delivery was not implicated and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a no audible alarm condition associated with the speaker/sounder, consistent with an electrical or electronic component problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.